Event description:
It was reported that the recorder was not sensing. The data reviewed showed pauses on the day of recorder implant and there have been no pauses since. There was deviation from the base line and it returned quickly to the previous rate. The recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.